Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized for low blood glucose levels. The customer felt that the event was caused by the infusion sets he was wearing at the time. The customer stated that the insulin pump trainer checked the insulin pump after the insulin and it was fine. Nothing further was reported.